Manufacturer narrative:
The service repair technician (srt) duplicated the reported complaint. The oxygen (o2) analyzer calibrated successfully during troubleshooting with both o2 sensors provided. The o2 alarm test failed when the o2 regulator was reduced as the pressure never dropped past 47 pounds per square inch (psi), indicating the 'air alarm' was out of calibration on the sechrist blender. The sechrist blender was recalibrated. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint from videos sent from the perfusionist and data logs with disagreement errors. A new oxygen (o2) sensor was installed into the epgs but the issue remained. During evaluation, when gas flow got below 2 liters per minute (l/min) the fio2 would start to drop and the system would fall out of calibration. The fsr replaced the epgs and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the fraction of inspired oxygen (fio2) was set at 70 and the parameter on the monitor was reading 50. The electronic patient gas system (epgs) calibrated successfully upon boot up but then prompted for repeated recalibrations. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.